Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system. Efforts to obtain additional details regarding the specific alert were unsuccessful. No adverse patient effects were reported.